Manufacturer narrative:
It is confirmed that the device has not been returned to the manufacturer, therefore we are unable to complete an evaluation on the affected product. If additional information or follow up is provided we will send a supplemental report with additional findings. Complaint #: (B)(4).

Event description:
Pack was not built to spec - instead of having rapid prime line it had quick connects, there were a few other issues but they didn't specify.